Event description:
A patient had an outpatient MRI performed and was discharged home. The following day the patient noticed burns on their arm, leg, and stomach. The patient was seen in an urgent care and treated for the mild burns. Upon initial investigation it was noted the patient did not change into an MRI safe gown for the procedure.